Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturer. Visual inspection of the lens revealed surface residuals, particles and fibers adhered to both sides of optic body which indicates that lens was handled in an unsterile environment. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
(B)(4). Manufacturing record review was performed: all process operations presented in the manufacturing record from generation to boxing were in compliance. All tests results showed a pass condition. No deviation or non-conformance (ncr) related to the customer claim was generated when this production order was manufactured. Diopter verification was within specifications.

Event description:
It was reported that the patient underwent an implantation of an intraocular lens (iol) in the right optic which was removed and exchanged in a secondary procedure due to unexpected post operative refractive error.

Manufacturer narrative:
All pertinent information available to abbott medical optics has been submitted.